Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that the patient experienced pain with other non-specified complications and underwent mesh revision of mesh (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele and enterocele.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedure of a bso performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.